Event description:
Event description this device was electively explanted and returned to boston scientific. There were no allegations of complaints against the device. Subsequently, this device was pulled from archive for further analysis testing.